Event description:
It was reported that after placing an emboshield nav6 embolic protection filter above the target lesion in the mid left internal carotid artery, a 7x30 non-abbott stent was deployed in the mildly calcified, 80 to 90% stenosed, de novo lesion. A 5.0x20 nc trek rx balloon dilatation catheter (bdc) was advanced over an unspecified guide wire and into an unspecified guiding catheter, into the stent, without resistance felt, to perform post-dilatation. When the nc trek rx was inflated to 26 atmospheres (atm) a 2nd time, blood back flowed into an unspecified inflation device and, thus, a leak was suspected in the nc trek rx bdc, but was not confirmed. The balloon was subsequently difficult to deflate and difficult to remove from the stent; using a 20cc syringe, negative pressure was drawn and held for 20 seconds until partial deflation was achieved. The partially deflated nc trek rx bdc, guide wire, and guiding catheter were all removed from the anatomy as a single unit without resistance. Post-dilatation was considered completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 7x30 cordis; embolic protection: emboshield nav6. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. It should be noted that the nc trek coronary dilatation catheter instructions for use (IFU) instructs that the nc trek is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. It should also be noted that the IFU states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.